Manufacturer narrative:
Continuation d10: lead:694765 implant date: (B)(6) 2004. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient experienced neurological dysfunction identified as a confirmed stroke while the pump remained implanted and in service. The patient initially presented with one sided weakness, confusion, and minor weakness in one arm or hand. The patient was receiving anticoagulant therapy and aspirin, was reported as compliant, and anticoagulation was described as therapeutic with an international normalized ratio in goal. A computed tomography (CT) scan of the brain/head was performed and confirmed the stroke. No intervention was reported, and the patient received occupational therapy. The vad remains in use.